Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information from the health care professional reported the device was explanted due to gradual therapy related issues. The patient thought they were experiencing a lack of efficacy but upon review of current symptoms to baseline the symptoms were not worse than baseline. The patient was recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v520462, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The health care provider (hcp) of the clinical study reported the patient didn't think the device worked and they requested explant. The patient did not think the symptoms were worse than baseline. There was no troubleshooting done as the patient requested removal. Surgery was scheduled for (B)(6) 2016. Outcome and cause was unknown. If additional information is received a follow-up report will be sent. Patient indication for use is overactive bladder and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly, but it was noted the battery was not in new condition.